Manufacturer narrative:
Complaint (B)(4). The device was returned and the part and lot number reported was confirmed to match. The complaint is confirmed. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. The failure is most likely due to manufacturing issues since the threads turn a couple times only and would get stuck; recall: 25-09 was initiated. The action is still under review for recall classification and FDA has not completed classification.

Event description:
The fibular nail did not sit flush or tighten properly to the outrigger when correctly positioned. This resulted in a delay of approximately 30 minutes to troubleshoot the problem. The nail was removed from the patient and upsize to the next size nail to complete the procedure successfully. No report of patient impact.